Manufacturer narrative:
Problem code 1069 captures the reportable event of wire broke. Visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used in a procedure performed on (B)(6) 2018 . According to the complainant, during the biliary sphincterotomy procedure for extraction of a calculi, the cutting wire broke in its proximal part. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used in a procedure performed on (B)(6) 2018. According to the complainant, during the biliary sphincterotomy procedure for extraction of a calculi, the cutting wire broke in its proximal part. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.